Event description:
It was reported that the patient stated that he might pulled the wires from this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) referred patient to clinic. This lead remains in service. No adverse patient effects were reported.